Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully implanted into the patient's eye, the surgeon noticed that one haptic was damaged. During loading of the iol into the cartridge and injector, there was nothing different noted. The surgeon noted nothing unusual when advancing the plunger of the injector, but as he was inserting the iol into the patient's eye and the iol was unfolding, he noticed one haptic was cut off. The surgeon suspects the iol haptic hinge area (optic/haptic junction) may have been damaged when the scrub nurse loaded the iol into the cartridge. The surgeon noted that one haptic didn't unfold as expected as the iol unfolds and resumes its opened, flat status after injection. The incision was slightly enlarged to remove the iol, but no suture was required. During the removal of the iol, there was a small hemorrhage from the iris root (the patient was on blood-thinning medication). So at day one postoperative examination earlier today, the patient had a micro-hyphema and some corneal edema. The surgeon is relatively unconcerned and expects both to resolve and the patient to have a full recovery. The iol was replaced with another lens, and the removed iol was cut up and discarded. No further information is available.

Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the codes "health effect - clinical code 1911 - microhyphema : hyphaema" and "health effect - clinical code 1791 - corneal edema-transient : corneal edema" were in advertently not entered in the section "h6" of the initial report. It was also noted that the explanation for the code " health effect - clinical code 4581 - appropriate clinical signs, symptoms, conditions term / code not available" was not captured in the section h10 of the initial MDR report. In review, it was also noted that fields of "d2" of the initial MDR report were inadvertently populated with incorrect information therefore, these corrections have been included in this supplemental MDR report and the following fields were updated accordingly: section d2: common device name: lens, multifocal intraocular. Section d2: device product code: mfk. Section h6: health effect - clinical code: 1911. Section h6: health effect - clinical code: 1791. Section h6- health effect - clinical code 4581: no code available (incision enlarged) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.